Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that alarms noted on (B)(6) 2014 showed a low speed operation. Then upon further interrogations, we noted multiple ones of these, what were sometimes associated with low flows. Some low flows were not associated with the low speeds. Noted a pump off in the history. The clock was never reset. The pt was always on power module and was never able to visualize the alarms. Rescue tape was applied several months ago around one site of the driveline. The pt also recently applied silk tape to the white cord of one of the power leads on the controller. Both of these areas still looks frayed on the outside, but we couldn't reproduce any alarm or physically see that any wire was protruding or broken. The system controller was exchanged. The event log confirmed the reported events. The low speed and pump stop events only occurred while the pt was connected to the pt cable. These events appear to be a result of a short in the pt driveline. Add'l info received from clinical: pump exchange reported via device tracking form, cause of exchange noted as "internal lead fracture."

Manufacturer narrative:
The hosp reported that they would not be returning the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the reported low speed/flow hazards, and pump stop events can be confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not conclusively be determined. The hospital reported that they would not be returning the pump so no product is available for investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The log file contained approximately 10 hours of data which captured low speed/flow hazards, elevated power and pi, and pump stop events. The events captured in the log file appeared to occur while the patient was supported with the power module. Based on the device's complaint history and similar reported events, low speed/flow hazards, elevated power and pi, and pump stop events while connected to the power module are consistent with a compromised wire in the percutaneous lead.

Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: patient began having alarms while hooked to batteries and pm that proved to be positional when patient move. Xrays of dl completed - no external break visualized - it was felt to be an internal fracture. Pump exchange.